Event description:
The ethicon stapler failed. The suture line did not hold and surgeon had to repair / suture the staple line transanal. Per report, the manufacturer provided a return goods authorization number and product return packaging.